Event description:
The facility reported an infusion pump that "turns on and off by itself" with no alarm. The event occurred "when the pump was put on a shelve" and there was no pt involvement reported. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.